Manufacturer narrative:
(B)(4).

Event description:
It was reported that a recent merlin.net transmission showed one episode of non-sustained rv oversensing due to myopotential oversensing. The patient was asymptomatic. Programming change was suggested. No changes will be made at this time. The patient will continue to be monitored.